Event description:
A malfunction was reported during a pump update, indicated by error code 199 in tandem source. The customer's blood glucose level reached 382 mg/dl, which is within the acceptable range. The customer will use multiple daily injections (mdi) as a backup therapy and has been sent a replacement pump with updated software. Tandem technical support instructed the customer on storage procedures and return of the malfunctioning pump.